Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to collapsed tibial bone. Implants had to switch to attune revision. No product deficiencies were identified. No surgical delay. Doi: unknown. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The tibial bone collapsed on the medial side.